Event description:
It was reported that the patient experienced dizziness due to noise on the right ventricular (rv) lead resulting in oversensing and pacing inhibition. Provocative testing was performed and the noise was not able to be reproduced. Rv lead damage was suspected, however, a computed tomography (CT) scan was performed and no anomalies were observed. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.